Event description:
Customer called reported pump not beeping when alarming. Self test was performed and pump did not alarm.

Manufacturer narrative:
Final analysis revealed the pump had no audio tone due to cracked transducer.